Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. The ge rep replaced the fluoro functions board as a preventative measure. System operates as intended.

Event description:
It was reported that the collimator closed down during a case. No patient injury was reported.